Event description:
It was reported that this pacemaker was exhibiting undersensing, as well as oversensing of noise on the right atrial (ra) channel during an atrial tachy response episode. Daily trends show the ra pacing impedance measurements were observed to be near the low end as well, close to 200 ohms. Troubleshooting options were discussed and the pacemaker remains in service. No adverse patient effects were reported.